Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The customer also stated that the system is operational and has not had any further issues.

Event description:
The customer reported discrepant sodium, potassium and chloride results. There was no injury reported due to this event.

Manufacturer narrative:
Siemens analyzed the data files. According to the data, it appears that the sodium, potassium and chloride sensors were functioning properly. There is no evidence that the sensors were malfunctioning since there were only 1 sodium, 2 chloride and 0 potassium drifts over the 22 days of use life. There were no drift errors on (B)(6), the day the sample in question was run. The cartridge was returned for investigation and was disassembled for a visual inspection. Upon disassembly, it was observed that the valve seal was leaking and salt formed along the valve as well as some blood. The valve seal was defective at the luer wash port which allowed wash reagent to leak out. Salt from the luer area most likely contaminated the sample.